Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a coronary procedure. The cable outlet was moved to the other side, and after the adjustment, the procedure was completed. The philips field service engineer (fse) inspected the system on-site and identified that the cover and long potentiometer were defective. Analysis of the log file showed a position error related to the frontal longitudinal axis. To resolve the issue, the fse replaced the cover and long potentiometer. After the replacement, the system was returned to working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the l-arm cover was defective. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.